Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head cable insulation is damaged (cut/twisted). It was noted the rf head was functionally ok. Concomitant medical products: product ID 2090w, programmer; product ID 229047, analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.